Event description:
On (B)(6) 2013, rn was pushing adriamycin (drug is red, chemotherapy) per mediport with free flowing normal saline IV. Pt had a gauze dressing over huber needle. Noted new, red drainage on dressing. Dressing removed. Slowly pushed additional adriamycin, and saw adriamycin bubbling up from huber needle at the 90 degree bend in the needle. Present huber needle pulled. New huber needle placed without further leaking. No adriamycin came in contact with the pt's skin. No harm caused to pt. Had three other episodes with blood draws from huber needle where blood was bubbling out from the 90 degree bend, and lab draw was frothy with air. Reason for use: chemotherapy infusion. .